Manufacturer narrative:
Testing and investigation found the device touchscreen was not responsive when pressed. The probable cause was due to contamination caused by fluid ingress found on the bottom of the touchscreen. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device touchscreen could not be calibrated. The device was returned to the biomedical department for an unspecified reason. No info was provided; therefore, specific info, device programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.